Event description:
High atrial impedances were noted when the lead was connected to the device. "Atrial lead pacing impedance and threshold tests normal via psa. Physician suspects faulty header connection."